Manufacturer narrative:
Product received to zimmer biomet for investigation. Review of DHR shows that product left biomet conforming and met all standards specified in inspection criteria. Product was returned, and no evidence was found that the suture separated from the needle. "No product issue or problem could be found." Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a finger ligament reattachment procedure on (B)(6) 2015 the juggerknot needle separated from the suture. Another juggerknot was used to complete the procedure with no delay. The needle was not in the patient when it separated from the suture.